Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s ins was protruding through the skin and was infected. The ins was removed and extensions were cut. It was noted that the patient had thin skin, which may have contributed to the issue. It was also noted that the ins would be replaced at a later date. No further complications are anticipated.